Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). Results of investigation: the carefusion failure analysis laboratory received the suspect turbine assembly for investigation. The reported issue was able to be duplicated with ventilator inoperable and motor fault alarms. The root-cause was identified and isolated to a corrupted turbine interface within the printed circuit board assembly. This issue will be internally investigated within carefusion.

Event description:
The customer reported while using the vela ventilator; the unit displays ventilator inoperable alarms. The customer reported performing troubleshooting, but the issue was not resolved. The customer reported the turbine transducer fails calibration testing. The customer reported no patient involvement associated with the event.